Event description:
The customer reported that during a whipple procedure, the device was used to seal the proximal jejunum mesentery. Shortly after sealing, the surgeon checked the seal and found oozing under 250cc in this area although an end tone, indicating a completed seal cycle, was heard. Sutures were used to close the vessels. The device had not been cleaned very often during the procedure. There was no pt injury and the pt is said to currently be in good health.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.